Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray and intermittently there was a camera iris error displayed after boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and rebooted the system several times. The error message cleared and did not return. The system operates as intended.